Manufacturer narrative:
It was discovered on 10/22/2020, that statement "a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures." Was erroneously omitted in follow up report 2. Lot number has been defaulted to 5565209. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (b(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The impacted device received has a lot number 5565209. Clarification of which device is impacted are in process. A manufacturing record evaluation for 5565209 is in progress. Once completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for 250616, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/6/2020. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During the visual evaluation, a line of shell wear was observed on the anterior view of the device. A tear was also observed within the wear measuring approximately 0.7 cm. The evaluation determined that the rupture is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation:deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) year old black female patient who underwent breast augmentation revision surgery a 425cc mentor siltex round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.